Event description:
Customer states she manually tried to eject a lancet and accidentally stuck herself with a lancet used by someone with hepatitis c. She has gone to see her physician and has tested negative twice. Requested return of suspect device and replacement was sent.